Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
Customer reported a false positive result obtained on the alinity m sars cov-2 assay. The customer stated the patient had reported they received discrepant results. They were retested on different alinity m instrument, and the result was positive. There was no report of impact to patient management reported due to this observation.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed.the assay software and assay reagents performed as expected and met the assay specification requirements for the controls. No error codes or flags were generated for the controls. There were neither error codes nor flags associated with the discrepant samples and controls. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522525 is performing outside of established design performance specifications. A product deficiency was not identified by this evaluation. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522525 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522525 (including the components) was performed to identify any internal or post-production use issues related to the reported complaint and associated lot numbers. The CAPA review did not identify any related records. Complaint history review a lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 522525. A product deficiency was not identified as a result of this review. Based on the overall results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522525 was not identified.